Event description:
A call to technical services on (B)(6) 2011 states that a medtronic 4196 lv lead was an attempted implant but not implanted due to unable to obtain adequate threshold measurements. Patient scheduled for epicardial lead placement. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).